Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no damage or cracks were revealed to the connector cover. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Complaint of power connector plug was frayed/exposed wires was unconfirmed. Root cause was inconclusive. Power connector plug was found to be working as intended. This unit does not fall under fa-q323-hf-4

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.